Event description:
It was reported that bd closed intravenous indwelling needle had foreign matter the following information was provided by the initial reporter, on (B)(6) 2025, patient (B)(6) was admitted to the respiratory department with ¿bronchiectasis with infection, chronic lung overlap syndrome, and respiratory failure.¿ upon admission, the patient received antimicrobial therapy and symptomatic treatment.during intravenous fluid administration, a catheter needle was inserted, connected to the catheter, and the needle cap removed. An unknown black substance was observed inside the catheter sheath. After repeated inspection, a quality issue was identified, and the catheter needle was immediately discontinued and replaced. This resulted in a delay in treatment for the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review was unable to be performed since no lot/batch number was provided. Retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information is available.